Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. The insulin pump was making a beeping noise and when he took the battery out the screen stays on and when the battery is in it just beeps loudly. Customer's blood glucose level was 299 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioning properly. No moisture keypad connector during visual inspection noted. Device power up properly after battery installation. No blank display or audio anomaly noted . Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery , battery out limit and failed battery test alarms noted during testing. No moisture damage electronic assembly during visual inspection. (B)(4).